Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (auto off) issue. The reporter stated that the alarm history revealed consistent auto off alarms that should not have occurred based upon the patient's programmed settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2014 with the following findings: auto off alarms were verified in the black box. The history recorded auto off was set to on and at 12 hours; there were no unschedulled auto offs during investigation. The auto off was set to on and for 1 hour, and the pump alarmed 1 hour after the last button press, then loss prime occurred, as expected. The pump was opened and removed from the case and no defects were observed.